Manufacturer narrative:
Corrected data: section h10 of the initial medwatch report (additional manufacturer narrative) indicates: the device was returned for an investigation. Ventec performed an initial evaluation on the device and verified the reported issue but a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56 section h10 of the initial medwatch report (additional manufacturer narrative) should indicate: the device was returned for an investigation. Ventec performed an initial evaluation on the device and was unable to verify the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56 additional manufacturer narrative: h10: ventec further evaluated the device and was unable to verify or reproduce the reported issue. As a precaution, ventec replaced the motherboard printed circuit board (pcb) and the blower. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
The device was returned for an investigation. Ventec performed an initial evaluation on the device, and verified the reported issue but a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device failed to ventilate while a patient was under treatment. There was no patient harm reported.